Event description:
It was reported that the handpiece continued to run on its own during a joint replacement procedure. There was no adverse consequences reported, and the case was completed successfully.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the rotor and washers were corroded. The bearings, front housing, motor, and rotor along with other components were replaced.